Event description:
Gas module replaced x2 due to report that machine not functioning. First replacement gas module made clicking noise and did not appear to be working correctly. After replacing with second module machine tests all checked out.